Event description:
The fe reported the monitors failed to communicate with the system. It is likely this resulted in the loss of a live image display. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ac plug connections were tightened and the display adapter connections and pcb were reseated. The system was tested and found to be working as intended and returned to service.